Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited rise in high voltage lead impedance. An alert for high impedance was noted. Isometrics revealed same impedance measurements. The patient will continue to be monitored.

Event description:
New information states that the patient was not seen in clinic since (B)(6) 2018. No further intervention was performed. No additional information was available.